Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a monitor screen was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the monitor of the mobile view station (mvs) was not functioning as designed. There was patient present at the time of the issue.

Manufacturer narrative:
The monitor with lot number rev. 1 : s/n (B)(4) was returned to medtronic for analysis. The reported monitor damage was confirmed. The screen was broken with scattered pixels. Fdm 10, fdr 120, fdc 4307 apply to this analysis. If information is provided in the future, a supplemental report will be issued.